Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery when she was changing her infusion sets and that her reservoir 'messed up'. Customer's blood glucose was 350 mg/dl and rising to 551 mg/dl. Troubleshooting was offered but customer stated that she would try to use different infusion sets that she had per her doctor's recommendations. The customer was advised that new reservoirs would be sent to her and declined to return the product for analysis.